Manufacturer narrative:
The device was later explanted due to normal battery depletion and was replaced with another boston scientific ICD. Upon receipt, initial laboratory analysis determined that this device did not meet expected longevity predictions as described in device labeling. The device is undergoing detailed laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported hearing beeping tones from his device. The field representative was en route to check the device and noted that the patient had reported tones in the past but the device check then was fine. The field representative later confirmed that the device had reached elective replacement indicator (eri) battery status. The device was included in the shortened replacement window (srw) advisory population, but the advisory behavior was not confirmed. There were no allegations against the longevity of this device.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2010 product performance report.